Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported pain in lumbar region and butt. Numbness and tingling in their foot on the same side where the stimulator was implanted. Factors that may have led or contributed to the issue reported that the patient was cooking a coffee on the induction hotplate. Suddenly their daughter came close to them so they stepped back and pressed their body towards the hotplate. Actually they sat/pressed their butt where the stimulator was implanted to the active induction hotplate. After pressing the part of the body where the stimulator had been implanted to the induction hotplate, the patient experienced a sudden shock resulting in pain in lumbar region and butt, numbness and tingling in their foot at the side where the stimulator was implanted. After the shock, the stimulation had been checked with a patient programmer. It was normally switched on with parameter 0.3 volts. In the evening, the patient reported the pain was decreasing. The next day in the morning, the patient reported that condition was improved in comparison with the evening last night. No actions have been taken. The patient had an appointment with their physician on may 23rd in the afternoon. The issue was not resolved and no surgical intervention occurred. Relevant medical history includes fecal incontinence.